Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 experienced irritation, developing into a cluster of red bumps, around sensor patch adhesion site. Patient relayed has been experiencing granuloma annulare since birth, current session increased condition. Patient went to dermatologist (dr (B)(6)) due to increase of granuloma annulare. Doctor stated that the increased irritation to condition is due to our device. Patient last saw doctor for this on (B)(6) 2014. Patient did not receive any medication specifically for this, as the condition patient has does not go away. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. At the time of the call with dexcom technical support, the patient reported feeling no pain or discomfort.